Event description:
The customer reports that she obtained a result of 800 mg/dl on her accu-chek aviva system. She reports that she is legally blind and may have mistaken the 800 mg/dl. Numeric reading range of device is 10-600mg/dl. No adverse event reported. New system sent to customer and return requested.